Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unable to test for unspecified alarm due to flashing logo. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroded electronic assemblies, keypad flex connector gold traces, force sensor gold traces, and lcd flex connector gold traces causing an electrical short. Isolate to electronic stack. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, and scratched case. In summary, blank display is not confirmed and e/a alarm unspecified is unable to be confirmed due to unit powering on with flashing medtronic logo. After deconstructive analysis, it was determined that the flashing medtronic logo was triggered by corroded electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, e/a alarm unspecified, pump not working. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the event. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.